Event description:
It was reported via repair work order that the power cord was missing the ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined that both siderail were also inoperable due to damaged cables.

Event description:
It was reported via repair work order that the power cord was missing the ground prong and both siderails were inoperable due to damaged cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.